Manufacturer narrative:
(B)(4). Device manufactured date: 01/20/2016 to 01/27/2016. The device was received for evaluation. A visual inspection was performed and found the iodine sponge to be present within the minicap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was missing from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.